Event description:
There was an allegation of questionable ldl-cholesterol gen.3 results for 1 patient sample on a cobas pure c 303 analytical unit. The initial result was 38.7 mg/dl. The customer questioned the low result which prompted them to repeat the sample. The sample was repeated on another analyzer and the result was 119.6 mg/dl.

Manufacturer narrative:
The reagent information was not provided. The investigation is ongoing.